Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing noise and inappropriate automatic mode switching on the atrial lead. No changes or intervention were performed; the patient will continue to be monitored. The patient condition was stable.